Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteral dj tube replacement for stenosis of the left medial and inferior ureter and hydronephrosis performed on (B)(6) 2023. During the procedure, it was found that the white end of the stent had folds. The procedure was successfully completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent was buckled.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a040601 captures the reportable event of stent buckled, inside the patient. Block h10: the reported event of stent buckled material was confirmed. During visual inspection of the returned stent, the bladder coil was observed to be buckled/accordance. The shaft was torn near a side port hole as well. Additionally, the suture and positioner did not return. A mandrel of 0.039" was used for the functional inspection and passed through the stent without resistance. Based on all gathered information from the reported event and product analysis findings, the device met all manufacturing specifications required and passed all controls and inspections. The bladder coil buckled/according, and the torn shaft could be caused by operational factors, interaction of the device between the positioner and the guidewire while the device was used, also an excess of force applied over the device during the set up could have contributed. Consequently, those conditions could affect the performance of the device. Therefore, all compiled information on this investigation determined that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a040601 captures the reportable event of stent buckled, inside the patient.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteral dj tube replacement for stenosis of the left medial and inferior ureter and hydronephrosis performed on (B)(6) 2023. During the procedure, it was found that the white end of the stent had folds. The procedure was successfully completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent was buckled.